Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high impedance of >3,000 ohms. A revision surgery was scheduled for (B)(6) 2014 to explore the implantable neurostimulator (ins) pocket and then the lead/extension connection, if necessary, to determine where the issue is. Impedance testing and x-rays were performed and the issue was not resolved. There was a possibility that the patient had lifted too much weight while they were working and it could have stressed the system somewhere. The patient had lifted ~200 pounds at one time. The patient status at the time of report was alive with injury but ¿not really injury but they would get intermittent shocking sensations in his arm.¿ they also had less than 50% therapy relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found the body cut through and segmented. There was no significant anomaly.

Event description:
Additional information received reported the doctor replaced the implantable neurostimulator (ins) with a new battery and it didn't resolve the issue so they replaced the extension. The new extension resolved the issue.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0b5hf, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had picked up something heavy and the extension was damaged which caused the high impedances. Both the battery and the extension were replaced. The patient was doing fine. The changes in impedances were minor from 2 ,800-4,500 ohms. The physician was informed that in the manufacture representative's opinion, it was not significant enough to alter the patient's therapy. The patient complained of tingling and numbness and insisted on exploratory surgery. The patient had neuropathy and they might have gotten the symptoms confused. The impedances tested loser after the replacement occurred.